Manufacturer narrative:
A revised timeline of events was provided by the customer on 11/07/2016. Describe event or problem and relevant tests/lab data have been updated to reflect this new information. Additionally, adverse event and/or product problem has been corrected to remove product problem from the report type as the updated information no longer indicates a malfunction. There is no impact to the outcome of the investigation.

Event description:
On (B)(6) 2016, the patient received a laboratory inr result of 1.98 at 8:44am as compared to an inratio inr result of 2.1 at 9:11am on (B)(6) 2016, the patient woke up with a severely bloodshot left eye. There is no evidence or allegation that the inratio inr system caused or contributed to the severely bloodshot left eye of the patient. The patient tested with the inratio inr system with a result of 2.9 at 11:00am. The patient held his warfarin dose on (B)(6) 2016 based on inratio inr result. On (B)(6) 2016, the patient tested using the inratio inr system with a result of 2.9 at 11:00am. The patient was tested by a laboratory inr method and received a result of 3.07 at 1:10pm. The patient returned home and tested with the inratio inr system again with a result of 3.2 at 1:51 pm. The bloodshot eye was reported as improving. On (B)(6) 2016, the bloodshot eye was reported as clear. The patient also provided the additional inratio inr result of 3.3. No timeframe was provided for this result and it is unclear whether this result is questioned. Therapeutic range: 2.0 - 2.5

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 389534 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient woke up with a severely bloodshot left eye on (B)(6) 2016. There is no evidence or allegation that the inratio inr system caused or contributed to the severely bloodshot left eye of the patient. The patient tested with the inratio inr system with a result of 2.9 at 10:58 am. The patient held his warfarin dose on (B)(6) 2016 based upon the 2.9 inratio inr result. Also on (B)(6) 2016, the patient reported a variance between the inratio inr result of 2.1 and the laboratory inr result of 1.98. On (B)(6) 2016, the patient tested with the inratio inr system with a result of 2.9 at 11:00 am. The patient was tested by a laboratory inr method and received a result of 3.07 at 1:10 pm. The patient returned home and tested with the inratio inr system again with a result of 3.2 at 1:51 pm. The bloodshot eye resolved. The patient also provided the additional inratio inr result of 3.3. No timeframe was provided for this result and it is unclear whether this result is questioned. Therapeutic range: 2.0 - 2.5